Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on an unknown date, the screwdriver shaft was unusable because the metal ridges on the end of shaft are stripped. There was no patient outcome/consequences. There was no surgical delay. The procedure was completed successfully. This complaint involves one (1) device sddrive screwdriver shaft t8 55mm. This is report 1 of 1 for complaint pc-(B)(4). .

Manufacturer narrative:
Product complaint # pc-(B)(4). Reporter is a j&j sales representative. A review of the device history record has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part number: 314.453 lot number: 26p0636. Manufacturing site: haegendorf. Release to warehouse date: december 5, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sddrive screwdriver shaft t8 55mm was found the device stripped on tip. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection per guidance provided in windchill document (B)(4), it was determined that the reusable instrument device was found the device stripped on tip from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed found the device stripped on tip of the sddrive screwdriver shaft t8 55mm would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.